Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure while attempting to place the pacing lead for left bundle branch area pacing (lbbap), the lead tip did not rotate after several rotations. Hence, the physician decided to unscrew and change the location. When attempted to retract and remove the lead, the lead tip did not rotate when rotated counterclockwise and exhibited significant resistance. The lead fractured and remained as a residue. The catheter got kinked and was replaced. A microsnare was inserted into the new catheter and the fragment of the fractured lead was collected. Afterwards, it was noted that the blood pressure decreased and cardiac tamponade occurred. Pericardial puncture was performed and when patient condition improved, implantation was continued. The lead was attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically fractured by pulled/stretched/overstress during the implant procedure. The analyst noted the full lead was returned without the helix of the lead. The helix of the lead was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.